Event description:
In a journal article, the investigator reported one pt presented with posterior capsule rupture followed by endophthalmitis in the second postoperative day. The pt underwent pars plana vitrectomy and intravitreal antibiotics after collecting material for bacterial culture, showing (B)(6) as pathogen. The cause of the endophthalmitis occurred due to contamination of a surgical instrument. Also, it is stated that a capsule rupture is the most frequent complication that occurs when learning phacoemulsification.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).